Event description:
It was reported that the customer had issues of "Pump cannot accept the order details" for a propofol infusion. There was patient involvement, but no harm. BD Interoperability Consultant confirmed that the issue was due to an Interoperability workflow issue. It was also noted that there was a manual programming error where a concentration of 50mg in 500mL was programmed while the order was for 100mg in 1000mL.

Manufacturer narrative:
BD Technical Support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section H6 of this MDR report.ROOT CAUSE:The reported issue, where the pump displayed the message 'Pump cannot accept the order details' for a propofol infusion, was due to a user programming error. Manual programming error was noted, where a concentration of 50mg in 500mL was programmed while the order was for 100mg in 1000mL.Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.